Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose."

Event description:
It was reported that the customer performed the load fill tubing sequence while connected to the site. Subsequently, the customer was admitted into the emergency room (ER); no treatment was received at the ER, however, customer's glucose was monitored via glucometer. The customer's blood glucose (bg) level was 129 mg/dl. Customer consumed carbohydrates to address bg level. Customer was educated to not be connected to the pump during the fill tubing process. A pump system check was performed and pump functioned as intended at the time of event.